Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to checksum error. The cause of the checksum error was undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room complaining of a low heart rate. Upon interrogation, the pulse generator was found to be in backup mode. The cause of the backup mode was determined to be battery depletion. The device was explanted and replaced. The patient was stable.